Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare regarding a power supply failure of the heartstart mrx. There was reported pt involvement and/or impact.